Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Information added to the following fields: h10, h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the information obtained from the investigation results, the allegation was not confirmed, root cause and occurrence cause of the issue could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b-30, scope communication error. Customer was able to clear the error by rebooting the device. There were no reports of patient harm.